Manufacturer narrative:
H6: investigation findings and investigation conclusion code.

Manufacturer narrative:
H6: component code and investigation conclusion code.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a 12fr gore® dryseal flex introducer sheath. Resistance was reported during the sheath insertion into the right external iliac artery, which measured 10.5 mm. At the access angiography after stent graft implantation, a localized dissection was found in the right external iliac artery. As a treatment, a luminex® 12 mmx4 cm bare metal stent was implanted to cover the dissection. The patient tolerated the procedure.